Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not convert an induced arrhythmia during defibrillation threshold testing, after two years of implant time; therefore, the patient required external rescue. A device fault was encountered, stating that the ICD had entered safety mode. The physician elected to explant the device. During replacement, diaphragmatic stimulation was noted with device use. However, when the leads were connnected to a pacing system analyzer (psa) no stimulation was observed. The ICD was replaced without further incident.